Manufacturer narrative:
Device evaluation summary: the hawkone device was received inserted into a cutter driver. No other ancillary devices were received. The hawkone was inspected and observed the torque shaft was bent at an approximate 45 degree angle. The distal assembly was inspected and noticed a hole to the tecothane approximately 1.7 cm from the cutter window. The hole ran parallel with the laser drilled coils and was located on the same plane with the opening of the cutter window, opposite the guidewire tubing. The hole showed tissue protruding through the opening. The thumb switch was retraced and the cutter was pulled back into the cutter window as intended. The thumb-switch was advanced with the cutter driver activated and the cutter could not exit the cutter window. The tip was intact; however tip damage was noted. There was tear to the tecothane layer of the distal assembly. The cutter could not be advanced within the laser drilled coil likely due to damage which impacted the ID. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a moderately calcified lesion with 80% stenosis in the superficial femoral artery(sfa) using a hawkone atherectomy device. It was reported that the tip damaged, the nose cone ruptured during the procedure. There was no injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.